Event description:
The consumer reported that the patient's first implantable neurostimulator (ins) was implanted at the beltline and the patient knew the location would be a problem because they sat in a wheelchair. The ins wore a hole in their skin a little while after they first got it, maybe in 2012, and it had to be implanted deeper. The patient had soreness at the ins site since (B)(6) 2014. The indic ations for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.